Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the cause of the high impedances was due to residue on the leads/older leads from 2013. They cleaned the leads off multiple times/ran current through them, tested on wens. One set of leads lost the impedance while the other set continued to have impedances. The leads are still implanted and there can be no product return.

Event description:
It was reported that the manufacturer representative (rep) indicated that connectivity test showed 40k with some "red" electrodes. Rep eventually used the wens and it showed more electrodes in the green. However, with running stimulation and rechecking impedance, electrode 7, 8, 9, 10 and 11 still showed high impedance. This was after wiping the lead and switching ports. Technical services reviewed that since system showed consistent electrodes being out, those electrode are likely to have true circuit issues, thus, usage is going to be a problem. Hcp didn't have permission to change out the lead.

Manufacturer narrative:
Continuation of d10: product ID 3777-45; serial# (B)(6) implanted: (B)(6) 2013 explanted: product type lead product ID 3778-60; serial# (B)(6) implanted: (B)(6) 2013 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(6) , ubd: 15-jan-2015, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(6) , ubd: 06-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.